Manufacturer narrative:
A supplemental report is being submitted for correction to FDA conclusion code. Correction: h6 . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a review of pediatric patients implanted with a left ventricular assist device (vad). The authors described patient deaths; however, the specific causes of death were unknown. They describe adverse events in these patients which included right ventricular (rv) failure, bleeding events, which included gastrointestinal bleed (gib). Infections which include driveline infections, strokes, respiratory failure, cerebral hemorrhage, and pump thrombosis. Signs of rv failure included decreased vad flow, suction events, hepatic congestion, acute kidney injury, and decreased cardiac output. Interventions performed for the various adverse events include surgical, medical management, and the implant of a right vad. Devices exhibited malfunctions of unknown origin. The status of the vads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is unknown. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: coming soon to an or near you: a child with a ventricular assist device. Current anesthesiology reports. (B)(4). 1 3:172¿180. Doi: 10.1007/s40140-023-00565-1, d4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.